Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endodontic procedure ("2 root canal") and experienced hypothyroidism ("hypothyroid"). The patient was treated with surgery (lavh on 2/26). Essure was removed. At the time of the report, the medical device removal and hypothyroidism outcome was unknown and the endodontic procedure was resolving. The reporter considered endodontic procedure, hypothyroidism and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :endodontic procedure, hypothyroidism and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endodontic procedure ("2 root canal") and experienced hypothyroidism ("hypothyroid") and endometriosis ("endometriosis"). The patient was treated with surgery (lavh on (B)(6)). Essure was removed. At the time of the report, the medical device removal, hypothyroidism and endometriosis outcome was unknown and the endodontic procedure was resolving. The reporter considered endodontic procedure, endometriosis, hypothyroidism and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :endodontic procedure, hypothyroidism and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- endometriosis, reporter added on 20-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and hypothyroidism ('hypothyroid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endodontic procedure ("2 root canal") and experienced hypothyroidism (seriousness criterion medically significant). The patient was treated with surgery (lavh on 2/26). Essure was removed. At the time of the report, the medical device removal and hypothyroidism outcome was unknown and the endodontic procedure was resolving. The reporter considered endodontic procedure, hypothyroidism and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: endodontic procedure, hypothyroidism and medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.